Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the patient presented with a gangrenous foot with occluded, stenosed lower extremity vessels and a previously placed lower extremity saphenous vein bypass graft (svg). It should be noted that the graftmaster rapid exchange coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2889 removed.

Event description:
Subsequent to the initial reports, the additional information was received: there was no kink observed with a graftmaster device.

Manufacturer narrative:
(B)(4). The device was discarded and will not be returned for analysis. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a gangrenous foot with occluded, stenosed lower extremity vessels and a previously placed lower extremity saphenous vein bypass graft (svg). A percutaneous and surgical intervention was performed to treat the lower extremity disease and to salvage the svg. An incision was made posterior to the medial malleolus. From the incision and using a wire, the tibial-peroneal artery into the svg was accessed and balloon angioplasty was performed. Following and per tibial angiogram, the bypass graft had restored flow, however, there was extravasation at the grafts distal anastomosis site. Per operator, balloon inflation would not resolve the extravasation and they decided to use a covered stent. A 2.8x16mm graftmaster stent delivery system was advanced. During deployment attempt, a perforation in the delivery catheter balloon was noted and the stent was unable to deploy. Per physician, the perforation most likely occurred due to the arteries calcification and a device malfunction due to the device was not suspected but rather trauma from the calcification. The device was removed without issues reported and a shaft kink was also possible. Another graftmaster stent was used in replacement and was implanted without an issue reported. Reportedly, the extravasation continued at this area. A larger balloon was used for additional angioplasty and the perforation sealed. Additionally, there was an area of extravasation in the distal bypass graft which spontaneously sealed with reversal of anticoagulation (using protamine). Per physician, the gm devices did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.